Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, october 4th, 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct catalog number is 92126; not 90532 as previously reported. This report is filed (B)(4) 2013.